Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information, it was reported that the doctor noticed a bubble on the implant and pressed the bubble and the implant ruptured. During visual evaluation of the sample, a tear was observed on the anterior aspect measuring approximately 5.0 cm., also some bubbles were discovered inside of the implant. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Regarding to the bubbles it is possible that may form in the silicone gel as a result of the rupture found on the implant. These bubbles will not detract from the safety or efficacy of the prosthesis, and will diffuse and dissipate of their own accord.¿ although bubbles do not detract from the safety or efficacy of the prosthesis, no further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 325cc mentor memorygel breast implant being used for a breast augmentation primary was observed containing a bubble and ruptured intra-operatively when it was further inspected. The doctor went in to place the new implant and noticed a bubble on the implant, they pressed the bubble and the implant ruptured. No procedural delay nor consequences to patient was reported. As a result, the device was replaced with catalog # 3503254bc, serial # (B)(4) at the time of the procedure on (B)(6)2019.